Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure the snare did not properly connect to the cautery cord. At the connection from the handle of the snare to the active cord, the active cord did not seat properly. It was also reported that there was electrical current that was transmitted, but that the current was less than normal. The procedure was completed with original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).